Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a 400cc mentor memorygel breast implant was listed for sale on a third party website. The implant listed for sale had expired. This means that an attempt was made to sell, store or handle the device outside of the normal supply chain, which could make the device unsafe to use. Currently, there is no information available to indicate that the device has been used in a procedure or on a patient.